Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is confirmed via inspection of the unit. Inspection of the returned skull clamp showed signs of use, including minor wear and several blemishes/scratches, likely from rough handling. The movement of the ratchet extension was smoother than typical and the resistance provided by the plunger stud was unsatisfactory. Root cause - the probable root cause includes a defective plunger. Additionally, the unit was manufactured less than a year ago and shows notable signs of wear and damage from handling. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00096: a facility reported that the mayfield infinity skull clamp (a1114) would not release and the pins shifted. Additional information has been requested.